Manufacturer narrative:
The field service engineer (fse) was dispatched to the site on (B)(4) 2009, to investigate the event. The fse performed high sensitivity (hs) system check which failed due to a high filter on the first reading. The fse replaced the aspirate probes and the aspirate probe tubing. The hs system check was repeated and passed within specifications. The fse indicated that hardware verification testing met published specifications. This is a single event involving multiple pt samples. There were no reports of any adverse event, changes to pt care or any indication that medical intervention was needed to prevent or preclude adverse event. This reportable event was identified during a retrospective review of complaints conducted between 01/01/2008 through 10/23/2010 for additional reportable events.

Event description:
The customer contacted beckman coulter, inc (bci) in regards to non reproducible accutni (troponin I) results generated on a unicel dxi 800 access immunoassay system for four pts. The customer re-ran the samples on a different instrument and the results were in a different clinical category. The initial results were not reported outside the lab. There are no reports of any adverse pt consequence or any medical intervention to prevent or preclude any adverse pt event.